Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: ports were cleaned on the units, but customer is unsure how the ports were cleaned and which ports were cleaned. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had static in the image and connection error. There were no reports of patient harm.